Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by turbid effluent and a stomachache. The cause of the peritonitis was not reported. One day after event onset, the patient presented to the emergency room and was subsequently hospitalized and diagnosed with peritonitis. Treatment for the event was not reported. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.